Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on 25-jan-2021, the large arterial roller pump reported the following events: 12:17:24 pump started, 12:17:46 underspeed (head < demand) (104), 12:17:52 underspeed (belt slip) (113), 12:18:17 underspeed (head < demand) (66), 12:18:20 underspeed (belt slip) (131), the log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, the roller pump appeared to show difficulties while running. The field service representative (fsr) could not verify the roller pump underspeed message. The pump functioned properly when tested. He replaced all required preventative maintenance parts. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the roller pump displayed an 'under speed' message. There was no delay. No other details regarding the nature of this event were provided.